Event description:
It was reported that a filter was implanted in a patient with excessive malignancies a day prior to having tumor debulking. The filter was placed in the infrarenal vena cava, below the right renal vein. At placement the apex of the filter was mid t12 with a 25 degree tilt. One day after the surgery, a film taken revealed that the filter had migrated caudally to l1, with the apex at the left renal vein and an unspecified number of limbs were in the right renal across from the cava. There was possible abdominal manipulation during the surgery, according to the radiologist, but was unconfirmed by the surgeion. Patient also had a central line placed after the filter already in place. Patient is asymptomatic and the filter remains in the patient. The cava was measured after placement and measures 23 mm.

Manufacturer narrative:
The device could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation, as it remains implanted. As reported, the patient had abdominal surgery as well as a central line placed after filter implant. It is unknown if these factors contributed to the event. The results of the investigation are inconclusive.